Event description:
The manufacturing representative reported that the sensight was not verifying connectivity. The connectivity test could not be performed. Many attempts were performed, the test cable was inserted a few times and slightly rotated on the electrode to ensure the contact was being made, without pressing the clip. When the first test cable was unable to verify the connectivity, another test cable was opened and the same issue occurred. That was the reason why the lead was changed for a new one on request from the customer. After changing the lead, the same cable that was used previously verified connectivity right away. Two test cables were opened before concluding that a new lead had to be tried. The issue was resolved at the time of report. The intervention was progressing as usual. No unexpected events happened before the implanted lead was discovered to be damaged. Procedure continued as planned after the change of the damaged electrode by a new one, that accordingly passed the connectivity test. Surgery was delayed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6. Device analysis for lead (B)(6) revealed no anomaly. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.